Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an exploratory laparotomy, segmental small bowel resection with primary anastomosis, repair of incisional ventral hernia with application of mesh graft due to incarcerated upper abdominal ventral hernia. The postoperative diagnosis was a strangulated ventral hernia with necrotic small bowel. He had revision surgery post-operative. The patient experienced multiple surgical revisions, bowel surgery, lysis of adhesions, pain, infections, and recurrence.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment incisional ventral hernia. It was reported that after implant, the patient experienced adhesions, pain, recurrence, small bowel obstruction, leukocytosis, mesh pulled away, distended bowel, necrotic small bowel segment, and infections. Post-operative patient treatment included revision surgery, bowel surgery, anastomosis, incidental appendectomy, recurrence repair, bowel resection, and lysis of adhesions. The device was used with auto-suture.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment incisional ventral hernia. It was reported that after implant, the patient experienced adhesions, pain, recurrence, and infections. Post-operative patient treatment included revision surgery, bowel surgery, recurrence repair, bowel resection, and lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.